Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure, there was no response to stimulation. There was waveform response in the system, but no audible noise. Site confirmed wiring connections to patient interface box were correct, incrementing probes were used but no response to tapping the electrodes. The system volume was at maximum setting, confirmed all channels showed waveform response but no noise. The muting detector from the system was removed, but still no audio. The site rebooted the device multiple times, system beeps when powering off but no noise when back into a procedure. The surgery was continued without the nim volume. There was no patient impact.

Event description:
Additional information received that the device is still in use after this event and it is been working ever since.

Manufacturer narrative:
B5 : additional information received. H6: code updated. Previously applied code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.